Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of pentobarbital with a one-link needlefree connector, the patient was found to be ¿very irritable¿. It was reported a leak was observed at the site of connection to the connection cap, specified as ¿the top part of the cap where you connect into¿. The set was removed and a direct connection to the central line was performed. No further leaking was noted. The nurse reported no disconnection or damage was observed on the device. The patient was administered "several boluses¿ of pentobarbital and the patient ¿became less irritable¿ and ¿settled down¿. No additional information is available.